Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device revealed the balseal post was chipped. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The peg w/o the spring has broken off. The peg with the spring has the top edge cracked off. Both pieces were found after washing the set during inspection. Unsure of where broken pieces are. Both of these items must have been this way for sometime as we have not used these sizes in a few weeks.